Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Customer changed pump supplies to address the occlusion. In addition, it was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.